Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative about a patient with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing intermittent shocking sensations on the contralateral (right) side since their last programming session. The patient is reported to have had a fall, although it was not on the system. Impedance measurements were taken and a couple of combinations were reported to be high but not indicative of an open or short circuit. An x-ray was taken and no lead fractures were found in the lead or extension. Therapeutic settings were 3.6v, 120 pw, 240 rate, and c+, 0-. The patient was reset to a lower pulse width. The patient¿s doctor advised to change programming from group b to groups c and d to eliminate the side effect. There is no surgical intervention suggested for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep, reporting that the hcp was able to program the patient on contacts 0 and 3. The hcp reported that the patient's tremors were successfully controlled and the patient was doing better. The hcp reported that the patient was no longer reporting shocking sensations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017 explanted: product type extension product ID (B)(4) lot# v233444 implanted: (B)(4) 2009 explanted: (B)(4) 2017 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017: product type extension product ID (B)(4) lot# va1j9mz implanted: (B)(4) 2017: product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep, reporting that the lead replacement was scheduled for (B)(6) 2017. The rep reported that the hcp replaced the left side lead and extension. The rep reported while connecting the new lead to the original extension, the extension was damaged and the hcp had trouble removing the lead from the extension. The rep reported that the lead impedances were in normal range after implant in the brain, but after it was connected to the extension the impedances were high. The rep reported that after replacing the extension, the final impedances were in the following ranges: impedance for contact 3 were over 40,000 ohms impedance for contact 1 were 24,000 ohms the rep reported that the hcp decided to close and program on the "good" contacts.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative indicating the cause of the shocking was not determined and the first change in programming did not resolve the issue. The patient was scheduled for a lead replacement later this month.